Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the supera instruction for use (IFU) states: use this device prior to the expiration date as specified on the device package label. The investigation determined the reported complaint was due to user error. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a supera stent was implanted in the superficial femoral artery (sfa) popliteal bypass graft without issue. After implantation, it was noted that the stent had expired. There were no adverse patient effects. There was no additional information provided.